Event description:
It was reported that on march 1st, the md inserted the intra-aortic balloon (iab) and confirmed the placement under fluoroscopy. The md sutured the iab in place. After five minutes or less, the arterial pressure waveform was lost and the pump alarmed. (The caller did not know what type of alarm.) The fluoroscopy unit was brought in to visualize the proximal end of the catheter, which was not inflating. As a result, the iab was removed and another iab was inserted without complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.